Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 323.062, lot: l659556, manufacturing site: (B)(4), release to warehouse date: nov 21, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while the surgeon was drilling for 2.7 screw through the tibia, the drill bit hit the existing 3.5 cortex screw and broke. A fragment of the drill bit remained in the patient. A backup device was used to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity # 1). This is report 01 of 01 of (B)(4).